Event description:
It was reported that a versacross connect access solution was selected for use for a watchman procedure, guided by a transesophageal echocardiogram (tee). The versacross rf wire was used as a starter wire. A peri-procedural cardiogenic shock in the setting of severe heart failure d/t non ischemic cardiomyopathy (nicm) was reported, and the patient was sent to intensive care unit (prolonged hospitalization). After a follow up, it was noted a worsening heart failure and then a left ventricular assist device (lvad) was implanted. No malfunction was reported for the versacross devices. The procedure was completed. The was was release. No other complications were reported. No interventions were disclosed. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.